Event description:
On august 28, 2020, genmark was advised of unexpected negative results, for sar-cov-2 on the rp2 panel tested on august 27, 2020. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and there was no signal detected for sars-cov-2. The customer reported that the patient had received a positive result at another facility a few days prior to the eplex result. The sample was also negative for sars-cov-2 on an unspecified cepheid assay. Analysis: · internal review of qc release data for affected eplex rp2 panel lot (lot no. 53581656) confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).

Manufacturer narrative:
Correction note: this report is submitted to correct the following discrepancies form the original report: the date of the event provided was (B)(6) 2020. The correct date of the event was (B)(6) 2020. The lot number and associated analysis previously provided (53581656) were associated with another event (internal reference (B)(4), reported as MDR 3008632402-2021-00041) and incorrectly reported with this event (internal reference (B)(4)). The correction notes that the customer declined to provide a lot number or access ID, therefore qc release and run data could not be analyzed.

Event description:
On august 21, 2020, genmark was advised of unexpected negative results, for sars-cov-2 on the rp2 panel tested on august 21, 2020. The customer reported that the patient had received a positive result at another facility a few days prior to the eplex result. The sample generated a negative result for sars-cov-2 on an unspecified cepheid assay. Analysis: · the customer declined to provide the rp2 panel lot number or accession ID therefore, the qc release and run data for this event could not be reviewed internally. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).